Event description:
Physician reported that a micro elite snare was broken at the distal tip. No additional information was provided.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.